Manufacturer narrative:
This report will be amended to when our investigation is complete.

Event description:
It is reported that the package had a hole plugs instead of 1 dome plug and 3 hole plugs.